Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2022, the patient experienced a skin reaction with burning and redness under entire patch area. The patient had a fever and felt unwell. A prescription for an oral unspecified antibiotic, oral antihistamine medication and an unspecified steroid cream was made. At the time of the report, the patient was doing good. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).